Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used to close the fascia. The tip of the needle broke off during the procedure and a fragment was left inside the patient. The needle fragment was too small for removal so it remains retained. The patient is fine.

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.